Event description:
On (B) (6) 2010, the pt was implanted with an scs system. It was reported that the pt's stimulation did not provide relief for the desired areas. On (B) (6) 2010, the pt was revised. The doctor planned to reposition the existing lead, however, he was unable to remove the anchor so he elected to explant and replace the lead. The pt is currently satisfied with the new lead.

Manufacturer narrative:
The precise lot number is unk. However, all possible lots were reviewed, the findings are below: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.